Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual examination revealed that the burr was separated from the coil. The burr is missing. The coil is stretched, and the sheath is damaged at the distal end. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was detached. The 100% stenosed target lesion was located in the non tortuous and heavily calcified left superficial femoral artery. A 1.50mm peripheral rotalink plus was selected for use. During procedure, it was noted that there was difficulty in manually advancing the burr to the peroneal. The device was activated via foot pedal and advanced with rotation. The device was deactivated upon reaching the intended location and then reactivated for ablation. The burr was attempted to be advanced using the knob. When the knob was retracted, the burr did not retract backwards with the catheter and the burr had become detached. The wire and rotalink system were removed together. The burr came out intact on the wire; however, it was detached from the tip of the catheter. Nothing remained behind in the patient. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the burr was detached. The 100% stenosed target lesion was located in the non tortuous and heavily calcified left superficial femoral artery. A 1.50mm peripheral rotalink plus was selected for use. During procedure, it was noted that there was difficulty in manually advancing the burr to the peroneal. The device was activated via foot pedal and advanced with rotation. The device was deactivated upon reaching the intended location and then reactivated for ablation. The burr was attempted to be advanced using the knob. When the knob was retracted, the burr did not retract backwards with the catheter and the burr had become detached. The wire and rotalink system were removed together. The burr came out intact on the wire; however, it was detached from the tip of the catheter. Nothing remained behind in the patient. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.